Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that they had some recoverable faults. The isi tse viewed logs and found errors on the right master tool manipulator (mtm). The console with the error was from a different system and did not match with the vision side cart (vsc), patient side cart (psc), and console at the time. The customer stated they had continued with the case. Logs indicated that the customer disabled the right mtm and recovered the fault to continue. The customer was sitting at the surgeon's side console (ssc) 2. The isi tse advised the customer that the right (mtm) had been disabled. The isi tse was unable to troubleshoot further since the customer was continuing with the procedure. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse removed and replaced the master tool manipulator (mtm) on the surgeon side console (ssc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The mtm was analyzed and found to have errors. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer-reported issue. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.